Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the adhesive of the infusion set will often come loose causing insulin to leak from the infusion set. Caller reported this issue has occurred with infusion sets from many different lot numbers of the space of many months. No adverse event reported. Requested return of the alleged device for evaluation.